Manufacturer narrative:
Upon receipt of the fiber at our quality assurance laboratory, the returned device underwent a thorough analysis. Visual examination of the fiber found the fiber tip was degraded and the fiber jacket had melted. The connector had burnt marks and the aim beam was dim. It was also identified that the sma connector was separated from the fiber connector. Based on the information available, the reported allegations were confirmed, and the conclusion was cause traced to component failure.

Event description:
It was reported that during the procedure, the fiber melted. There were no patient complications reported.

Event description:
It was reported that during the procedure, the fiber melted. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of the fiber at our quality assurance laboratory, the returned device underwent a thorough analysis. Visual examination of the fiber found the fiber tip was degraded and the fiber jacket had melted. The connector had burnt marks and the aim beam was dim. It was also identified that the sma connector was separated from the fiber connector. Based on the information available, the reported allegations were confirmed, and the conclusion was cause traced to component failure.

Event description:
It was reported that during the procedure, the fiber melted. There were no patient complications reported.